Event description:
It was reported that five days after implant, patient experienced high blood pressure and severe discomfort. It was also noted that the patient had overstimulation that travels down from the right leg into the foot as well as cold chilling sensation in the legs that worked up to the shoulders, despite reprogramming. This only improved by turning the stimulator off. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1216 (B)(6): the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that five days after implant, patient experienced high blood pressure and severe discomfort. It was also noted that the patient had overstimulation that travels down from the right leg into the foot as well as cold chilling sensation in the legs that worked up to the shoulders, despite reprogramming. This only improved by turning the stimulator off. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7077927.